Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2003, multigravida (in 1998 and 2006.), vomiting, smoker, gravida ii, parity 2, arthritis, cholecystectomy and appendectomy. On (B)(6) 2016: sonogram pelvic pain and aub sonogram within normal unit pap was (B)(6) 2016 normal. Assessment- excessive menstruation with irregular cycle. Previously administered products included for an unreported indication: mirena from 2006 to (B)(6) 2011. Concurrent conditions included obesity, cholecystitis, dyslipidemia, arthralgia, carpal tunnel syndrome, galactorrhea, nicotine addiction, dyslipidemia, methylenetetrahydrofolate reductase deficiency, vitamin d deficiency, muscle weakness trunk, neoplasm skin, acute infective bronchitis, major depressive disorder, nausea, pyelonephritis, right upper quadrant pain, cholelithiasis, back disorder, lower abdominal pain, menses irregular with excessive bleeding, uterine bleeding, paratubal cyst, ankle injury, abdominal pain, yeast infection, dysuria and endometriosis. Family history included diabetes, hypertension and heart disease, unspecified. Concomitant products included pravastatin from (B)(6) 2016 for dyslipidemia as well as acetylsalicylic acid (aspirin), cefalexin sodium (cephalexin), clarithromycin (claritin), cyclobenzaprine, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, diazepam, diclofenac from (B)(6) 2016 to (B)(6) 2016, furosemide, gabapentin from (B)(6) 2015 to (B)(6) 2017, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, indometacin sodium (indomethacin) from (B)(6) 2014 to (B)(6) 2015, levomefolic acid (l-methylfolate), mecobalamin (methylcobalamin), meloxicam from (B)(6) 2016 , nicotinic acid (niacin), paracetamol (acetaminophen), potassium and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), citalopram, fluconazole (diflucan), sulfamethoxazole;trimethoprim (microbid) and surgery (hysterectomy with bilateral salpingectomy,unilateral oopherectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 224lbs. Approximate weight at the time of placement 233lbs. Normal endometrial cavity, 2 coils on the right and 3 coils on the left. Discrepancy noted as pre pfs: patient underwent essure confirmation test but as per current fu: patient did not underwent essure confirmation test. Scheduled hsg (B)(6) 2011. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2016: preoperative diagnosis: excessive menstruation, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2003, multigravida (in 1998 and 2006.), vomiting, smoker, gravida ii, parity 2, arthritis, cholecystectomy and appendectomy. On (B)(6) 2016: sonogram pelvic pain and aub sonogram within normal unit pap was 02/2016 normal. Assessment- excessive menstruation with irregular cycle. Previously administered products included for an unreported indication: mirena from 2006 to (B)(6) 2011. Concurrent conditions included obesity, cholecystitis, dyslipidemia, arthralgia, carpal tunnel syndrome, galactorrhea, nicotine addiction, dyslipidemia, methylenetetrahydrofolate reductase deficiency, vitamin d deficiency, muscle weakness trunk, neoplasm skin, acute infective bronchitis, major depressive disorder, nausea, pyelonephritis, right upper quadrant pain, cholelithiasis, back disorder, lower abdominal pain, menses irregular with excessive bleeding, uterine bleeding, paratubal cyst, ankle injury, abdominal pain, yeast infection, dysuria and endometriosis. Family history included diabetes, hypertension and heart disease, unspecified. Concomitant products included pravastatin from (B)(6) 2015 to (B)(6) 2016 for dyslipidemia as well as acetylsalicylic acid (aspirin 81), cefalexin sodium (cephalexin), clarithromycin (claritin), cyclobenzaprine hydrochloride (cyclobenzaprine hcl), cyclobenzaprine from march 2015 to march 2017, diazepam, diclofenac from july 2016 to september 2016, furosemide, gabapentin from august 2015 to april 2017, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, indometacin sodium (indomethacin) from november 2014 to june 2015, levomefolic acid (l-methylfolate), mecobalamin (methylcobalamin), meloxicam from march 2016 to may 2016, nicotinic acid (niacin), paracetamol (acetaminophen), potassium and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In november 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), citalopram, fluconazole (diflucan), sulfamethoxazole;trimethoprim (microbid) and surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and dyspareunia had resolved and the urinary tract infection, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 224lbs. Approximate weight at the time of placement 233lbs normal endometrial cavity, 2 coils on the right and 3 coils on the left. Discrepancy noted as pre pfs: patient underwent essure confirmation test but as per current fu: patient did not underwent essure confirmation test. Scheduled hsg (B)(6) 2011. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2011. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2016: preoperative diagnosis: excessive menstruation, pelvic pain.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy in 2003, vaginal delivery (in 1998 and 2006.), vomiting, smoker, gravida ii, parity 2, arthritis, cholecystectomy and appendectomy. On (B)(6) 2016: sonogram pelvic pain and aub sonogram within normal unit pap was (B)(6) 2016 normal. Assessment- excessive menstruation with irregular cycle. Previously administered products included for an unreported indication: mirena from 2006 to (B)(6) 2011. Concurrent conditions included obesity, cholecystitis, dyslipidemia, arthralgia, carpal tunnel syndrome, galactorrhea, nicotine addiction, dyslipidemia, methylenetetrahydrofolate reductase deficiency, vitamin d deficiency, muscle weakness, neoplasm skin, acute infective bronchitis, major depressive disorder, nausea, pyelonephritis, right upper quadrant pain, cholelithiasis, back disorder, lower abdominal pain, menses irregular with excessive bleeding, uterine bleeding, paratubal cyst, ankle injury, abdominal pain, yeast infection, dysuria and endometriosis. Family history included diabetes, hypertension and heart disease, unspecified. Concomitant products included pravastatin from (B)(6) 2015 to (B)(6) 2016 for dyslipidemia as well as acetylsalicylic acid (aspirin), cefalexin sodium (cephalexin), clarithromycin (claritin), cyclobenzaprine, cyclobenzaprine from (B)(6) 2015 to (B)(6) 2017, diazepam, diclofenac from (B)(6) 2016 to (B)(6) 2016, furosemide, gabapentin from (B)(6) 2015 to (B)(6) 2017, hydrocodone, hydrocodone bitartrate; paracetamol (norco), ibuprofen, indometacin sodium (indomethacin) from (B)(6) 2014 to (B)(6) 2015, levomefolic acid (l-methylfolate), mecobalamin (methylcobalamin), meloxicam from (B)(6) 2016 to (B)(6) 2016, nicotinic acid (niacin), paracetamol (acetaminophen), potassium and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), citalopram, fluconazole (diflucan), sulfamethoxazole;trimethoprim (microbid) and surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy - right side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of placement (B)(6) lbs normal endometrial cavity, 2 coils on the right and 3 coils on the left. Discrepancy noted as pre pfs: patient underwent essure confirmation test but as per current fu: patient did not underwent essure confirmation test. Scheduled hsg (B)(6) 2011. Discrepancy noted as per pfs: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2016: preoperative diagnosis: excessive menstruation, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menorrhagia, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs & mr received. Events: abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, depression and mental anguish, dyspareunia (painful sexual intercourse), weight gain were added. Event outcome was updated for the event: depression, pain, painful intercourse. Lot number was added. Lab data was updated. Concomitant drugs, conditions, historical conditions, treatment drugs reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.